Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was at home. The patient was recovering from the peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Correction: the device associated with this event is unknown. Therefore, a batch review cannot be performed. Additional information: follow up information received from the peritoneal dialysis nurse on (B)(6) 2012. The patient complained of pd catheter leaking on (B)(6) 2012. The source of pd catheter leaking was not found. The patient was prescribed an oral antibiotic and was instructed to pick up medication at pharmacy. The patient did not pick up his oral antibiotic as instructed. The patient complained of abdominal pain, fever, and cloudy effluent on (B)(6) 2012. The peritonitis diagnosis was made the same day. The patient was treated with antibiotics (details not available). The patient was not hospitalized for any of the events. The cause of abdominal pain, fever, cloudy effluent, peritonitis was skin contamination. The pd re-training was completed. The patient recovered. The events were not related to dianeal therapy. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.